Event description:
Reference number (B)(4). Event occurred in canada. On (B)(6) 2024, the patient reported that infusion set tubing detached from connector. The infusion set was in use for 2 days. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.